Manufacturer narrative:
Reliability analysis inspected 7 opened/used sensors and performed visual inspection and found 1 of 7 sensors with cannula damage. It was unable to confirm if the customer received the sensor in said condition due to it being returned opened/used. Remaining opened/used sensors and performed bicarbonate buffer test and 2 of 6 sensors failed. 1st sensor failed for low readings and 2nd sensor failed with no signal reading. The transmitter passed per specifications. The 4 remaining sensors passed per specifications with accurate readings.

Event description:
The customer reported via phone call that he received sensor error alerts. Customer stated that the issue happened with 6 sensors. Blood glucose at the time of the call was 309 mg/dl. Troubleshooting was done and the customer was advised to reconnect to old sensor and if the sensor error came back to remove ad change the sensor. The product was replaced and returned for analysis.